Event description:
The initial reporter complained of questionable inr results for 1 patient from a coaguchek xs pro meter serial number (B)(4) compared to the recombiplastin laboratory method. At 11:45 am the meter result was >8.0 inr. At 11:50 am the laboratory result was 4.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has not been ill, is on no new medication, no changes in coumadin dosage, no changes in diet, and no symptoms of bleeding or bruising. The customer's meter and test strips were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The result alleged by the customer was not observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.